Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During this testing, the unit was able to power on using ac and dc power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. The customer complaint in regards to "low alarm volume" was not duplicated; however, visual inspection performed on the device interior revealed that the system board pogo pins were stiff - potentially causing communication issues with the docking station. Initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(4). A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event., corrected data: (report source) updated from "foreign, distributor" to "foreign, distributor, user facility".

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the radical-7 touch devices were found to have very low alarm volume and not audible even after adjusting to maximum, which is very critical since its in the nicu. No known impact or consequence to patient.